Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause of the reported issue was a faulty mainboard. The mainboard was replaced to address this issue.

Event description:
It was reported that the device was showing error 1660 - watchdog reset. Per reporter, the event occurred on start up. There was no patient involvement.